Event description:
It has been reported to philips that the flexvision pc failed to turn on, it was stuck at 00:00. The device was not in clinical use. The system had to be manually restarted. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that system does not turn on. After reviewing the log file fse found there is a malfunctioning in flexvision pc. Fse changed the ethernet cable between host and ippc. After changed the ethernet cable between host and ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.